Manufacturer narrative:
The device was not returned for analysis.

Event description:
It was reported that during a surgical procedure at the user facility a small hole was found on the chest of the device, posing the risk of a sterility breach. The procedure was completed successfully with the same device without a clinically significant delay; no adverse consequences or medical intervention were reported.